Event description:
It was reported that the patient's implantable pulse generator (ipg) had no right ventricular pacing capture. The ipg had reached elective replacement indicator (eri) approximately 15 months before. The patient's physician is discussing a possible replacement and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) was triggered (B)(6) 2013. (B)(4).